Event description:
It has been reported that the patient received a cls hip stem in conjunction with a delta-motion cups from depuy. The patient was reported to have undergone a revision surgery (reason not reported).

Manufacturer narrative:
Information from the "(B)(4)" has indicated that some zimmer products, mostly hip products, have been combined with products and components from other manufacturers. Unless explicitly authorized, zimmer's implants are not designed for combination with implants from other manufacturers. Such product combinations have not been tested and validated by zimmer. Unapproved combination of products from different manufacturers can have negative impact on the product's performance and can result in early revisions and other issues. According to both the european medical devices directive and zimmer instructions for use, the combination of the implants in this way results in a construct which falls outside of the regulatory approvals for the devices, the consequence of which is that, in such cases, responsibility and liability for clinical outcomes will rest with the clinician rather than with zimmer. Therefore, zimmer will consider this case close. (B)(4).